Manufacturer narrative:
(B)(4). Date sent: 09/20/2004. Info not provided during initial contact. Result: broken blade. The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade ":lockout" later in the procedure. The instructional insert states: scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the blade broke off the device while being used. There was no pt consequence. The case was completed with a bipolar device.